Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer passed away at the hospital. The cause of death was drug effect cardio megelay and obesity. Two attempts have been made to reach customer's family to get more information on death. A letter has also been mailed in attempt to gather further information. No further information reported.

Manufacturer narrative:
Additional information was received that was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.